Event description:
Information was received indicating that this ambulatory infusion the pump's internal battery died. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no known adverse effects to the patients due to the reported event.

Manufacturer narrative:
Additional information: device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the customer's stated problem was unable to be duplicated. A cartridge was loaded, and the device ran for an extended period of time and no issues occurred while running. Based on the evidence, the complaint was not confirmed, and no fault was found.